Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the (1) atb45 and (1) atw45 instruments were used. The articulating joint broke and the staples did not form at all. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.